Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 5% complaint rate; DHR review does not indicate a mfg error; two complaints from this facility; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4)initiated october 2012 to investigate the numerous stopped working issues ((B)(6) 2013 - report (B)(4), rev. A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage).

Event description:
We did 9-10 procedures that day the hand piece had no cutting power.